Event description:
A patient was ventilated using pressure regulated volume control without automode, when the personnel first noticed that the capnograph showed that no breaths were measured, and then they noticed that the ventilator had stopped giving breaths. No alarms were heard from the ventilator. The ventilator was disconnected and the patient hand ventilated until a new unit could be connected.